Event description:
It was reported that post operation right ventricular (rv) lead threshold was stable but high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 crdm non-defib lead, implanted: 2015-(B)(6). (B)(4).